Event description:
It was reported that during unpacking, the supply coordinator noted that the "j tip" of the starter guide wire was "broken/ruptured". The product was not used on the pt. No pt complications were noted and the pt's status was reported as "ok".